Event description:
It was reported the patient experienced some return of spasticity symptoms which were felt to be due to the pump reaching end of service. The pump was replaced as an elective action. Upon exposure of the pump, it was noted that the catheter port had pierced/eroded through the pump connector just at the suture groove. There was fluid in the pocket around the pump. The existing catheter was left intact; only the pump connector segment was removed and reattached with a new one. The patient was admitted to the hospital post-operatively to monitor the dose and make changes as necessary.